Event description:
The customer reported that a discontinued order that was split, still shows a pending does. When an order is split by changing the dose, one dose remains from order that was discontinued at the split. No adverse patient impact reported.

Event description:
The customer reported that a discontinued order that was split, still shows a pending does. When an order is split by changing the dose, one dose remains from order that was discontinued at the split. No adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.